Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. A pci revascularization was carried out approximately 8 months post index procedure. An endeavor sprint rx stent was implanted in the mid lad to treat in-stent restenosis. It is reported that the patient suffered a spontaneous gastrointestinal (gi) bleed one day post revascularization. It is reported that patient underwent endoscopy that revealed hemorrhagic gastritis with erosive duodenitis. A prbc transfusion of 2 units was required. Patient was taking aspirin and clopidogrel 24 hours prior to the event. Ref 9612164-2011-01738 and 9612164-2011-01739.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (gi bleed).

Event description:
The patient's clopidogrel was switched to prasugrel, prior to gi bleed.